Event description:
On 1/14/1999 the account reported a hemoglobin = 12.8 g/dl and hematocrit = 36.9. Another specimen drawn on the pt six hours later gave a hemoglobin = 8.3 g/dl and hematocrit=23.9. Retesting of the first sample gave hemoglobin = 8.32 g/dl and hematocrit = 24.1. According to further info from the account, treatment was delayed due to the initially reported results.